Event description:
It was reported that stent migration occurred. The target lesion was located in the left circumflex (lcx) artery. An unspecified bsc stent was implanted in the mid lcx and another smaller size unspecified bsc stent was implanted at the distal edge of the first stent. An 8 x 3.00 promus premier¿ drug eluting stent was then positioned at the proximal edge of the first stent. The stent delivery system (sds) was inflated to 6 atmospheres to deploy the stent and was then deflated. The physician advanced the sds, re-inflated the balloon to 16 atmospheres to post-dilate the overlapping section, and the sds was removed. Angiogram was performed and it was noted that the 8 x 3.00 promus premier stent migrated from the proximal lcx to the left main artery. No patient complications were reported and the patient's status was fine post procedure. However, after some discussion with another physician, the patient was brought back for post-dilatation of the 8 x 3.00 promus premier stent to a higher atmosphere. An unspecified 3.5 balloon was used to complete the procedure.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).